Event description:
The customer reported via phone call that he had low blood glucose. Customer stated he had just started using the insulin pump that day and the basal rates might have been set up too high. Customer treated with food and blood glucose went up to 329 mg/dl. He needed assistance with delivering a bolus. Customer was advised on how to change the settings and use the bolus wizard. The customer called back later and stated that his blood glucose rose to 441 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for set issues. Time, date, basal rates and bolus wizard are set up correctly. The bolus history is accurate. Customer removed the infusion set and the cannula was curved. Customer was advised to change the entire set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.